Event description:
The following information was provided: patient had a left primary tha on (B)(6) 2024. Patient had a femur peri-prosthetic fracture type b2. Patient was revised on (B)(6) 2024. All components were exchanged with off-label components.